Manufacturer narrative:
The reported event of smoke was confirmed. Upon disassembly the engineering technician found damaged green wire with the switch, and the rubber insulation appeared burnt with some of the copper wire connectors damaged. According to risk documentation and a review of previous complaints with a similar reported event a failure of the switch or internal wiring can cause or contribute to sparking, which could result in smoke.

Event description:
It was reported that the autopsy saw was smoking prior to use. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the autopsy saw was smoking prior to use. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.